Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. The getinge field service engineer (fse) found that the solenoid voltage checks failed. The fse replaced the solenoid control board. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by a technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received a solenoid control with a reported unit failure of solenoid voltages out of range. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed solenoid control into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The fat dept. Verified that the voltages were out out of range, and could not be calibrated to factory specifications. The board failed testing. Retaining the part in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) solenoid driver board voltage checks failed. The voltages were out of tolerance. There was no patient involvement reported.